Event description:
Same case as MDR ID#: 2134265-2013-05199, 2134265-2013-05200 and 2134265-2013-05201. It was reported that during percutaneous coronary intervention (pci), auto pullback stopped during the procedure. The 75% stenosed target lesion was located at mildly calcified and moderately tortuous in left anterior descending artery. While using an ilab imaging system and assay sled pullback single pack md5, the physician selected an atlantis sr pro² to advance through the target lesion but experienced auto pullback failure during the procedure. They tried another set of coronary catheter for this complaint for the second time still auto pullback failure occured then exchanged the device with another device and completed the procedure. No complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).